Manufacturer narrative:
(B)(4) follow p MDR for device evaluation/correction: correction: following submission of initial MDR, it was identified the event date was provided and reported incorrectly. Section b updated to reflect correct date of event. Device evaluation: one photo and one physical sample was provided to our quality team for investigation. Through visual inspection, an insect was found between the tip and luer threading of the syringe, verifying the reported incident. A device history review was performed for the reported lot 2312068, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Retained samples of lot 2312068 were used for additional evaluation. All product was inspected, no foreign matter or insects where identified within any of the products. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Routine maintenance and cleaning is performed on all manufacturing equipment, all records establish that cleaning and maintenance was performed according to procedure. Additional control systems are in place throughout the warehouse to prevent this type of issue. Based on our quality team's investigation, we cannot identify the specific cause at this time. Given the preventive measures in place and the current inspection process, this is believed to be an isolated issue with an unlikely recurrence. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional information: was the medication drawn and then planned to administer immediately? Or was is stored before use? Medication was drawn into the syringe but not to be used immediately. Fly was found shortly after draw up. Is it a bd needle attached? Yes. Could you please provide a date of event? 11 june 2024.

Event description:
I have attached an image of a bd plastipak syringe in which we found a fly inside the top of the syringe. No patient involved.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.